Manufacturer narrative:
Section a: no patient was involved in this event. Section d4: device lot number was not provided, and expiration date and manufacture date (h4) have not yet been determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the console went black and shut off. It was removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console suddenly shutting off was not confirmed. Multiple attempts were made to determine if any log files were available for review and if any products would be returned for analysis; however, no response was received. This file will be reopened with further analysis if the console is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The centrimag console was shipped to the customer on 18jun2024. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.